Manufacturer narrative:
No response from customer for requests for patient information.

Event description:
Customer reported the blower is grinding/squealing and the temperature inside the housing is approx. 40c. No patient harm reported.